Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set came apart causing leakage. This is 2 of 4 events. The following information was provided by the initial reporter: we have had 4 separate events in the last 10 days. The bd alaris pump infusion set ref#2426-0007, lot # (10)23019108 has been involved in 4 fluid leaks. Two were sodium chloride but two were medications, one being arsenic. The tubing is coming part above the pump channel below the most distal y-site where it joins the tubing again.

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 2426-0007 lot number 23019108 was performed. There was a quality alert that was relevant to this issue but all sets which caused quality alerts were quarantined and destroyed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set came apart causing leakage. This is 2 of 4 events. The following information was provided by the initial reporter: we have had 4 separate events in the last 10 days. The bd alaris pump infusion set ref#2426-0007, lot # (10)23019108 has been involved in 4 fluid leaks. Two were sodium chloride but two were medications, one being arsenic. The tubing is coming part above the pump channel below the most distal y-site where it joins the tubing again.